Event description:
It was reported that the wake button was difficult to press. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy and a replacement pump was requested.